Event description:
A pt reportedly was unable to obtain a reading from pt's one touch basic meter. Pt's meter allegedly had no power and would only prompt "clean test area" message. There were no results reported on pt's meter. Pt not treated. No further info has been reported.